Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. The partial stretched distal tip portion of a lead measuring 120.9 cm was returned for analysis. External insulation abrasions were noted 4.8 - 4.9 cm, 5.0 - 5.4 cm, and 26.0 - 26.6 cm from the distal tip exposing the outer coil consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.